Manufacturer narrative:
The sample was not returned for eval. The device history record was reviewed by quality assurance for the lot number provided and found nothing that could have caused or contributed to the reported event. In addition, the mfg process for this product code showed that this stent is received from a supplier who provides certification that the stent has ben mfg, inspected, and accepted according to the specifications provided by the MFR. As a finished good, qa performs random visual inspections to assure that all components are present and correct. A review of internal reject records showed no rejections resulted from the visual inspection over the last two yrs. The instructions for use states in the precautions section the following related to proper use of stents: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual pt's condition and other pt specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." (B)(4).

Event description:
It was reported that during a percutaneous nephrolithotomy procedure (pcnl), a stent that was placed on (B)(6), 2010, was found to be severely encrusted and had to be removed percutaneously. Additional info has been requested but not yet received.